Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via the 24 hour helpline senior inbox that customer experienced sensor not reading properly and were also causing skin irritation. It was reported that lack of proper sensor readings, caused customer to have high blood glucose readings between 600 mg/dl and 650 mg/dl. It was also reported that customer had an emergency room visit due to over treating the high blood glucose which caused blood glucose to drop low. Customer was advised that insulin pump would be replaced.

Manufacturer narrative:
The customer clarified that she went to the hospital around (B)(6) 2016. The customer stated by the time she went to the hospital her blood glucose dropped down to a 27 mg/dl. The customer clarified the low blood glucose was caused by taking insulin through manual injections because her blood glucose went up between 300 mg/dl to 600 mg/dl with the insulin pump. The customer stated that she has been disconnected for the insulin pump since (B)(6) 2016. The customer has declined to further trouble shoot; she does not have the insulin pump with her.